Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. G4 - combination product? (If yes check box), corrected to yes.

Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, a gore® viabahn® endoprosthesis (vsx) was being placed as a fenestration device, in the mesenteric artery. The access was gained from the arm into the subclavian artery using a 8.8fr cook introducer sheath. After the physician accessed the mesenteric artery, he used a technique of retracting the sheath while deploying the device. When he thought the device was fully deployed, he attempted to remove the device catheter and felt some resistance. Under fluoroscopy it was noticed that the device had been pulled back into the aorta. The physician retracted the device to the introducer sheath and attempted to remove the device and sheath in tandem. However, when the device was being removed it had become deployed in the subclavian arch. The physician than had to perform a cut down procedure to remove the device. An additional vsx device was successfully deployed to complete the procedure. The patient tolerated the procedure.